Manufacturer narrative:
H.6 investigation summary: no samples or photos received for investigation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. D.4 device expiration date: unknown h.4 device manufacture date: unknown h3: see h.10.

Event description:
It was reported that the bd phaseal protector p50j experienced coring. The following information was provided by the initial reporter: this is a report about coring. According to the customer's verbatim report, coring occurred when avastin and keytruda were used.